Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center picture was really bright and all yellow and they could not really see. The issue was found during inspection for use. There were no reports of patient involvement.